Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pocket site pain when bending over. As a result, a pocket revision on (B)(6) 2022 occurred wherein the ipg was moved to different location for comfort to address the issue.

Manufacturer narrative:
Correction: h6 codes updated to reflect the event.